Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms along with loss of capture. No asystole greater than 2 seconds was observed. An ra lead dislodgement and a loose connection was suspected. Further information received indicated that a lead revision was performed during which the ra lead was found to be coiled in the pocket. Furthermore, the field representative indicated that the lead had dislodged into the atrium as confirmed through fluoroscopy. Lead to device header connection was fine. The ra lead was then explanted and successfully replaced. No additional adverse patient effects were reported.